Manufacturer narrative:
This report is being filed on an international product, architect ca19-9 list 02k91-39 that has a similar product distributed in the us, list number 02k91-29 and 02k91-33 which is manufactured in abbott park, il USA. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated ca19-9 result on the architect i2000sr analyzer. The following data was provided for a patient with an unknown diagnosis with 2 years of monitoring history: initial 184, repeat 9 u/ml. For 2 years the patient had results near 10 u/ml. There was no impact to patient management reported. .